Manufacturer narrative:
The unit was not returned for evaluation. No other information is available at this time to determine any other probable cause and/or the exact cause of the event.

Event description:
It was reported that the patient's unit did not provide enough oxygen. As a result, the patient was hospitalized and passed away. No additional information is available at this time.